Event description:
It was reported the physician was attempting an arthroscopic bone implant using two speedscrew 5.5 mm knotless fixation devices (of different lots). During the procedure, the physician was unable to properly load the implant into the speedscrew device. As a result, the physician was forced to revert to a mini-open to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
The patient's age and gender, as well as, the date of the event have been requested but not received. Post-operative, the physician was unable to determine which one of the two speedscrew devices had caused the issue. Subsequently, a medwatch report has been submitted for both devices. For additional information, reference manufacturer's report number: 2032380-2011-00085.